Event description:
It was reported that the patient experienced a return of pain, high impedance, loss of stimulation, and lack of right-sided stimulation coverage with the lead 977a260 vectris mrics compact implant. All contacts were greater than 40,000 ohms, and the high impedance was observed on the day of surgery. The patient was not receiving right-sided stimulation coverage. Troubleshooting included impedance checks and programming to determine stimulation coverage. A lead revision was performed, during which the original lead was removed and replaced with a new lead, resulting in both left and right-sided coverage. The patient was reported to be doing very well and was very happy with the outcome. No patient complications have been reported as a result of thisevent. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 07-aug-2023, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.